Manufacturer narrative:
Manufacturer's evaluation: analysis of the device is in process; the results will be forwarded when available. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the pt felt random periods of overstimulation. Diagnostic testing and x-ray results were allegedly normal. Approximately two weeks later, the pt reported that stimulation turned off randomly. He stated that sometimes the stimulation turned back on without the programmer; however, when it came back on by itself, the pt experienced the overstimulation sensation for a brief period. Reprogramming efforts were reported to be unsuccessful at resolving the issues. Follow up on the pt found that the ipg was explanted and replaced on (B)(6) 2011. The explanted ipg was returned to the manufacturer for evaluation. The pt reported effective stimulation, and no further complications were reported.